Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide systems received a report from a foreign country that a cup burst during use. The cap and some disinfecting solution contacted the pt's face causing "burning" of her face. In follow up it was noted that the pt had experienced an injury to her forehead (probably a bruise-described as a "hematoma" in the initial report) and headaches (pain) for 6 days; there was no add'l info regarding the "burning" on her face. She did not seek medical treatment and her symptoms have resolved. The pt's experience is not considered a serious injury. The MFR is implementing corrective actions to prevent reoccurrence of this event.